Manufacturer narrative:
(B)(4). The reported complaint that the "balloon unwrapped incompletely" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. No further action required at this time. The reported complaint will be monitored for any developing trends. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported that "user was initiating the iab therapy for a patient following the instructions of use on a maquet iabp, no overwrapping of the balloon catheter was confirmed by the operator. During use of the iab catheter in the patient, the balloon unwrapped incompletely and was only able to inflate for 2-intercoastal space long. The augmentation on the maquet iabp was once reduced and maximised again to check whether the iab catheter would return to normal. The situation improved by a bit after this measurement but partial incomplete balloon unwrap & inflation still persists for length about 1-intercoastal space long. The operator decided to keep on using the catheter for the iab therapy afterwards." Additional information states that there was no patient injury. The patient's current condition is reported as "fine".

Event description:
It was reported that "user was initiating the iab therapy for a patient following the instructions of use on a maquet iabp, no overwrapping of the balloon catheter was confirmed by the operator. During use of the iab catheter in the patient, the ballon unwrapped incompletely and was only able to inflate for 2-intercoastal space long. The augmentation on the maquet iabp was once reduced and maximised again to check whether the iab catheter would return to normal. The situation improved by a bit after this measurement but partial incomplete ballon unwrap & inflation still persists for length about 1-intercoastal space long. The operator decided to keep on using the catheter for the iab therapy afterwards." Additional information states that there was no patient injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).